Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) with the right ventricular (rv) lead exhibited high out-of-range (oor) shock lead impedance of greater than 200 ohms during a device change. Defibrillation threshold (dft) tests were performed however the impedance measurement was good. The physician had reprogrammed device distal coil to can. Additional information indicated that the cause was undetermined. The system remains in service. No adverse patient effects were reported.